Event description:
Device malfunction: none. Symptoms/ae: occlusion/low pulses. Time of symptoms/ae: after vessel closure. It was reported that a trained physician achieved arteriotomy closure of the common femoral artery using the proglide device after a diagnostic procedure. The pt was reported as fine; however, after the procedure in 2008, the pulses were low and difficult to find. About 2 days later, the pt had a covered stent implanted and the pt's pulses were restored. The pt was released from the hospital in the next day. There was no other reported pt effects. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer was discarded. The lot number was not identified; therefore, a device history record review could not be performed.